Event description:
Additional information was received that a replacement procedure was performed. This rv lead and associated crt-d were successfully replaced. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. During the explant procedure this rv lead was damaged/broke, so it was disposed of at the hospital. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited beeping tones. When the device was interrogated low shock impedance values of less than 20 ohms were observed. The physician elected to reset the alarm, and performed device testing. All measurements were within normal range. Patient will be followed-up every month. Subsequently, the patient was followed-up, and it was noted that another less than 20 ohm shock impedance value was observed. Electrical tests were again performed on the device, and the physician has asked boston scientific technical services (bsc ts) for suggestions. The physician elected to admit the patient to the hospital, and turned all device therapies to monitor only to ensure brady pacing as a high voltage (hv) shock could affect this. There were no adverse patient effects reported. A replacement procedure will be scheduled within the near future for a new rv lead and device.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.